Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 2.50mm x 12mm balloon catheter was returned for analysis. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. Microscopic analysis of the shaft polymer extrusion profile revealed no issues identified with the outer / mid-shaft sections or the inner lumen of the device prior to balloon inflation however during deflation there was difficulty retracting the liquid and as a result bunching (at 21.5cm from the distal tip) occurred in the mid shaft which was identified through further microscopic examination. The distal tip showed signs of damage (flared). A microscopic examination of the proximal and distal markerbands identified no damage. Leakage testing revealed that the device could be inflated to the rated burst pressure (20 atmospheres) with no issues.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported, and the patient condition was good post-procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported, and the patient condition was good post-procedure.